Event description:
It was reported that during a set up for an arthroscopy surgery it was notice that the cassette was leaking in the dyonics, it was notice that the two round seals in the cassette were missing. No patient injuries or significant delay reported. Another smith and nephew device from the same batch was used to complete the surgery.

Manufacturer narrative:
H10: h2, h6. The reported device, intended for use in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was a relationship found between the returned device and the reported incident. An analysis of the customer provided picture showed two missing membranes on the cassette. The complaint was confirmed and the root cause has been associated with a manufacturing error. A review of the device history records showed there were no indications to suggest that the lot did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of the manufacturing process revealed the step to install the cassette membranes is documented.